Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, device evaluation is unable to be performed. Although requested, the product lot and catalog number were unavailable. Since the lot number was not obtained, a lot history review and a review of the device history record (DHR) were unable to be performed. Conclusion: the actual sample was not received for evaluation. Although requested, the product lot and catalog number were unavailable. Since the lot number was not obtained a lot history review and a review of the device history record (DHR) were unable to be performed. Based on the instructions for use (IFU), the occurrence of vessel dissection is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was report that after treatment of the target lesion with a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, allegedly a minor vessel dissection was present in the treatment area. The health care professional (hcp) treated a tight stenosis where previously placed stents were overlapping. The hcp chose the balloon by visualization rather than using angiographic measurements. The hcp treated the target lesion for 3 minutes at 7 atmospheres (atms) with a 6 mm x 100 mm lutonix dcb. Subsequently, a minor vessel dissection was observed after treatment. The hcp treated the minor dissection with an boston scientific innova self-expanding stent, followed by post dilating the area with a boston scientific charger balloon. The lutonix dcb was discarded by the user facility and is not available for return. No adverse patient outcomes were reported.